Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown tray; lot#: unknown item#: unknown, unknown bearing; lot#: unknown item#: 118001, versa-dial/comp ti std taper; lot#: 264310 item#: unknown, unknown item; lot#: 296390 h3: products hav been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2 upon receiving additional information during the investigation it was determined that the product reported as fractured is incorrect. Event will be reported under 0001825034-2021-02593. The initial report should be voided and a corrected report will be submitted.

Event description:
Upon receiving additional information during the investigation it was determined that the product reported as fractured is incorrect. Event will be reported under 0001825034-2021-02593. The initial report should be voided and a corrected report will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 113952, sm hybrid glenoid base 44mm; lot#: 296310. Item#: 113629, comp primary stem 9mm mini; lot#: 692140. Item#: 113044, versa-dial 46x21x50 hum head; lot#: 525090. Customer has indicated that the product at this time will not be returned to zimmer biomet for investigation, product location remains unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial procedure approximately three (3) years and seven (7) months ago. It was determined that the patient needed to be revised due to implant fracture.